Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from "cardioangiology" 2016 vol.80, no.6 page 543-548. This information was obtained through a weekly document retrieval service from an outsourcing company. Title: chronic atrial fibrillation reverted after mitral valve replacement (case 3). At the age of (B)(6), the patient was diagnosed atrial fibrillation (af). During follow-up, mitral stenosis (ms) and tricuspid regurgitation (tr) were also confirmed. The patient had been doing well after medication was administered. However, later on, the patient had a loss of consciousness and presented to an emergency department. An exacerbation of congestive heart failure (chf) was diagnosed. An echocardiogram revealed calcification and impeding leaflets on the patient's native mitral valve with an expansion of left atrium with 48 x 67mm, ejection fraction (ef) of 40%, effective orifice area (eoa) of 0.74 square centimeters. Furthermore, grade 2 to 3 of mitral regurgitation (mr) was confirmed. Pulmonary artery pressure and right ventricular pressure became increased associated with tr. No significant stenosis was shown through coronary angiography (cag). About 3 months after lost of consciousness (date unknown), a mitral valve replacement (mvr) was performed and this 27mm epic valve was implanted in the patient's mitral position. An tricuspid valvuloplasty (tvp) was concomitantly performed using a 28mm mc3 annuloplasty ring (model: 4900t28, edwards lifesciences). Postoperatively, as the patient developed bradycardia which dropped to 30 to 40 bpm, a ventricular pacing was performed. On the 11th hospital day, cilostazol of 100 mg/day was started to be administered. Even though symptoms of as sustained, the patient's heart rate was recovering/increasing. On the 26th hospital day, the patient had been recovering and was discharged from the hospital. About 11 months after mvr, normal sinus rhythm was confirmed at a routine follow-up as an outpatient. Subsequently, as the patient became symptomatic of tachycardia, cilostazol was discontinued to be administered. However, the patient had an episode of recurrent af. After administration of cilostazol was resumed, the patient's sinus rhythm was restored to normal. About 2 years after mvr, the patient was found in cardiac arrest by her family in the morning of an unknown date although no chest discomfort or symptom of cardiac failure had been confirmed. Then the patient presented to the emergency department and cardiopulmonary resuscitation was provided. The patient expired later (date unknown). The author considered the factors of restoration of sinus rhythm to be as follows: as the patient's right atrial systolic function had remained normal, postoperative sinus rhythm was restored to normal. Cilostazol has an effect on heart rate reduction; as coronary blood flow could be maintained by increasing cyclic adenosine monophosphate (camp) within cardiomyocyte, blood flow to sinus node and atrioventricular node increased as well. However, on the other hand, the patient suffered cardiopulmonary arrest without any prodromal symptom in this case. It was suggested to be possibly due to lethal arrhythmia. In case cilostazol is administered for the treatment of bradycardia atrial fibrillation, particular attention is required. No additional information is available.